Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, cigarette smoke and bug infestation was observed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and there was visible foam degradation and unit scrapped.